Event description:
The doctor was unable to obtain a waveform. A light pink, blood-like fluid was noted in the tubing. Event complications: unk - reported 8/13/98. Pt's current status: unk - reported 8/13/98.